Event description:
A 7f engage introducer was placed in a patient's radial vessel for a procedure to relieve right arm claudication. Balloons, guidewires, a stent, and catheter were used during the procedure to treat the claudication. While attempting to remove the sheath, it would not come out and become elongated. The sheath separated just distal to the hub. A cutdown of the radial artery was performed to remove the sheath. The patient's right ulnar pulse was good, and there were no complaints of numbness in the hand or arm. Good capillary refill was noted. The patient is recovering.

Manufacturer narrative:
The complaint device has not been received for analysis. Upon receipt and completion of analysis, a supplemental medwatch will be filed.